Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using humalin u-500 insulin with the pump. Tandem customer technical support informed customer that humalin u-500 insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.